Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 370 mg/dl. The customer's expected fasting blood glucose test result range is 140 - 170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 223 mg/dl and 255 mg/dl using truemetrix air meter. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 03/24/2018 and open vial date is (B)(6) 2017. The customer is testing three times a day (fasting). The customer has not made any recent changes in her diet, exercise regimen, medication, and/or stress levels. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:the customer is concerned with these two results: 320 mg/dl on (B)(6) 2017 @ 2:52 pm and 370 mg/dl on (B)(6) 2017 @ 9:01 pm. The customer stated that she was sick last month february and was taking antibiotics but is no longer taking them (not related to her diabetes).